Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt connector. Pt was fill one of treatment. Pt stated that the pt line was not properly connected causing a fluid leak from the pt line. Pt had no ill effects. Pt discarded the sample; sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.